Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01409. It was reported the system suddenly stopped working after recharging. It was later identified contacts 1-8 revealed invalid impedances. X-rays were ordered. Follow-up identified x-rays were visually inconclusive. Surgical intervention may be undertaken at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.